Event description:
It was reported that during implantation surgery, which took place on (B)(6) 2013, concerned device showed 3 electrode channels in status hi. The device got explanted and the patient was reimplanted with another device in the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.